Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal and buckled upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a wear and tear. As a result, downstream occlusion seal and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was not working. During physical inspection, it was found that there was a lifted downstream occlusion seal and buckled upstream occlusion seal. There was unknown patient involvement, no patient injury was reported.